Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold and dislodgement. During revision, the stylet could not be advanced into the rv lead as blood got into the lead, indicating possible insulation breach. Instead of reposition, the rv lead was explanted and replaced. Patient condition was stable.